Event description:
A hospital in (B)(6) reported that the tubing of three opt318 optiflow junior nasal cannula became disconnected from the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The complaint op318 cannula were not received for evaluation as they had been discarded by the hospital. Further information was sought, including the lot numbers of the complaint products, but this was not available. Without sufficient information and in the absence of a complaint device to evaluate we are unable to determine what had caused the problem as reported by the customer. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.